Manufacturer narrative:
According to sophysa in-house process, the probe (B)(4) has been analyzed by our quality control laboratory. No visual defect was observed. Some deposits are present on the pa tubing. Once connected to a pressio monitor, the error 001 was confirmed. Then, the catheter has been opened and it was observed that the green and orange micro wires inside were broken. This breakage is probably due to an excessive traction on the tubing of the probe. The icp pressio catheters are flexible, but cannot be bent in a such way without inducing an impairment.

Event description:
Problem with icp catheter: after 2 hours, the monitor started to show a very low negative reading and then error code "005".